Event description:
The customer stated that she was treated by the paramedics for low blood glucose. The blood glucose reading was 30 mg/dl when the paramedics arrived. Troubleshooting was performed and the insulin pump was programmed correctly. The bolus history revealed that the customer had given herself two boluses in less than an hour, prior to the event. The insulin pump passed the displacement test. Advised the customer that the insulin pump was functioning properly. Advised the customer to call back as needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.